Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 13886233. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 13784321/13784321.

Event description:
It was reported that the patient fell putting his head through a wall and messed up two of his leads. The leads were fractured and the patient underwent a lead replacement procedure and was receiving sufficient coverage postoperatively. The explanted leads will not be returned.